Event description:
It was reported that impedances were measured to be greater than 40,000 ohms on contact three and the patient has had an issue with that contact on their right side for several years. The contact had never been used in therapy and had never posed a problem. At the time of the patient¿s last implantable neurostimulator (ins) replacement, the healthcare professional decided to go from two single channel inss to one rechargeable ins. The new ins was implanted in the patient¿s left chest and a pocket adaptor was tunneled to the right extension. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2015-(B)(6), product type: implantable neurostimulator. Product ID: 64001, lot# n492534, implanted: 2015-(B)(6), product type: adapter. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 64001, lot# n477634, implanted: 2015-(B)(6), product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type: extension. Product ID: 3389s-40, lot# v386595, implanted: 2010-(B)(6), product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type: extension. Product ID: 3389s-40, lot# v266792, implanted: 2009-(B)(6), product type: lead. (B)(4).